Manufacturer narrative:
Pending further investigation to determine root cause. No non-conformances were found after an analysis of production records.

Event description:
It was reported that during a procedure, the sheath and the integrated dilator/needle were introduced into the patient and attempts were made to place the products in front of the septum. A perforation of the free-standing right atrial wall occurred. The physician suspected that the rotating maneuver, combined with a small right atrium and very thin vessel walls, contributed to the perforation. The procedure was aborted. The patient was admitted to the cardiac surgery department and was successfully operated on. The patient was subjected to an extended hospitalization and was recovering well. Additional details were provided on a later date. Following the transseptal puncture, there was a sudden drop in blood pressure. An emergency transthoracic echocardiogram revealed a pericardial tamponade. A subxiphoid puncture was performed and a pigtail catheter was inserted for drainage, which lead to the patient immediately stabilizing. The punctate showed venous blood that continued to flow from the first impression. The hemorrhage stopped at 800 milliliters of blood. Echocardiographic monitoring showed only a slight pericardial effusion; however, after five minutes, there was another sudden drop in blood pressure. The first drainage effort was no longer helping, so the patient was transferred to the cardiac operating room. A slit-shaped perforation was found at the junction of the superior vena cava and the lateral right atrium. Following surgical treatment, the patient was transferred to the intensive care unit (ICU) in a hemodynamically stable condition. The patient is recovering well after the operation.

Manufacturer narrative:
Per representative, "to investigate this, the physician conducted an experiment. They unpacked a system and introduced a kink in the wire. They were able to demonstrate that when the wire with a kink is advanced, the slider moves, causing the needle to emerge at the front. They now suspects that this may have led to the perforation of the right atrial wall during repositioning of the system." Cardiac perforation / tamponade is a potential clinical risk associated with the use of the flexcath cross device, which is the same as the risk of a procedure performed with similar, competitive devices. Device was not returned, and therefore, no further investigation could be performed.